Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon detachment occurred requiring additional intervention. A 4.50 x 16mm synergy megatron drug-eluting stent was selected for treatment. During the procedure, the stent balloon detached from the shaft of the delivery system and remained within the patient. The detached balloon was successfully removed in one piece using a snare. The procedure was completed, and no patient complications were reported. The patient made a full recovery.